Event description:
Philips received a service call, informing us about smoke coming out of the gantry. There was also allegation of a loud noise coming out the system. There are no reported injuries.

Manufacturer narrative:
(B)(4): the MDR is being submitted as it is unk if the smoke was a result of a malfunction of the cathode power module (cpm). Mdrs have been submitted for similar failures of the cpm. The investigation is ongoing. This report was submitted on (B)(4) 2010.